Manufacturer narrative:
The insulin pump received with currents in specifications. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. No unexpected failed battery test, battery out limit or low battery. No blank display. Lcd board ok. No unexpected black rectangle on screen or device flashing constantly. No unexpected full black screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that the display returned after inserting a new battery. The customer also reported that they received failed battery test alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that the failed battery test alarm recurred after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.